Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction to evaluation codes, and manufacturer narrative; investigation of the pump found a leak at the display lens with no evidence of moisture ingress to the battery compartment or internally.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a pump reboot event. During investigation, there was no evidence of moisture ingress or corrosion in the pump. The pump¿s electrical draws were tested and found to be within required specifications. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power with moisture ingress issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.